Event description:
Customer reports multiple gas module iii failure messages, which may have affected gas monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replaced internal nafion tubing, filters. The unit was calibrated and safety tested to factory's specs.